Event description:
The manufacturer received information alleging the proximal pressure sensor and atmospheric pressure sensor calibration test steps had failed on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The trilogy 100 device being evaluated at the manufacturer service center when the reported issue occurred on the device. During the evaluation it was noted that the devices sensor board assembly had caused the proximal pressure sensor and atmospheric pressure sensor calibration test steps to fail on the device. In conclusion, the device's sensor board assembly needs replaced to address the issue. The root cause is confirmed at this time. A final report is being submitted. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly. Additionally, during the service of the device, the power cord clamp was replaced for missing on the device, which was unrelated to the reportable issue. The front enclosure case was replaced for physical damage unrelated to the reportable issue.